Manufacturer narrative:
Updated fields: b4,g3, g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the batteries. The unit passed all performance and safety tests according to manufacturer specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during use of cs300 intra aortic balloon pump, without power 220v the device turns off after a few minutes. There was no harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site address is (B)(6). A supplemental report will be submitted upon the completion of investigation.